Event description:
Pt called to reported the following inratio results: 411, >7,5, 511, 411. Technical support recommended that she contact her physician for a lab draw. A lab draw was performed which resulted in 5.97. Based on her reading, the physician discontinued her dose for 3 days. 0n 10/09/05, she tested herself using the intratio meter and her result was 2.2 (target range = 2.5 - 3.5). Physician placed her back on her normal coumedin schedule.